Manufacturer narrative:
During level 1 product complaint investigation (pci) testing, the complaint was not confirmed as the display was not damaged. The pump did not power on due to chassis damage; chassis was replaced without any problem. Cause: chassis damaged.

Event description:
A complaint was received regarding a plum 360 infusion pump that experienced unexpected shutdown. The following issue was reported by the customer: ¿the device suddenly shuts down.¿ the product is available for evaluation. There was unknown patient involvement.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. E1. Email: (B)(6). D4, g4: model number is not sold in the us but similar device is sold under model 300100418. This product was used for the product code, and 501k.